Event description:
It was reported that unspecified bd¿ brachytherapy tubing had flow issues. This occurred on 2 occasions. The following information was provided by the initial reporter: it was reported that the pump read accurate flow rate, but medication was running way faster than programmed rate. Verbatim: IV potassium hung as secondary line, rate on pump set to 100mls per hour per computer after scanning medication, pump and sending details to pump. Pump read accurate flow rate, but medication was running way faster than programmed rate.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint that the pump read accurate flow rate, but medication was running way faster than programmed rate could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ brachytherapy tubing had flow issues. This occurred on 2 occasions. The following information was provided by the initial reporter: it was reported that the pump read accurate flow rate, but medication was running way faster than programmed rate. Verbatim: IV potassium hung as secondary line, rate on pump set to 100mls per hour per computer after scanning medication, pump and sending details to pump. Pump read accurate flow rate, but medication was running way faster than programmed rate.